Manufacturer narrative:
(B)(4) medical devices: catalog # 183422 lot# unknown vngd cr tib brg 12x63/67. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported a patient underwent primary left total knee arthroplasty. 12 years later approximately, patient underwent revision of bearing and tray due to tibial fracture.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been corrected: no product problem has been reported for this event.